Event description:
It was reported by the customer that when attempting to remove staple, the pliers crimped the staple and pushed it downward into the skin instead of lifting it outward. Patient did have to go into surgeon's office to get the staples removed after they became bowed and remained in the skin.